Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose values of 246 mg/dl on the advantage system meter when compared to a hospital result of 93 mg/dl reportedly performed 10 minutes apart. Customer stated going to the hospital due to the meter reading, higher for the prior 3-4 days. As a result of the comparison, no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549246 with an expiration date of 11-30-2007.